Event description:
Customer filed a voluntary medwatch for complaint that the set was found to be leaking tpn at the connection site where the tubing connected to the syringe adapter. No pt harm occurred. Although requested, no additional information was available. Additional information from the voluntary report: tubing that was connected to the PICC line was found to be leaking at the connection site where the tubing connects to the syringe adapter.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Additional information from the voluntary report: (B) (4). Smallbore tubing extension set. IV extension set. The reporter does want their identity disclosed.